Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic glenoid reconstruction the implant fell out of the bone while tightening the suture. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3641sp-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed as it is not applicable to this device. Visual inspection of the returned device found no issues with the inserter. However, it was observed that the anchor was deformed, and the suture was frayed. The most likely cause for the reported failure is a user error. According to fdu-0054 at revision 0. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or, contact your arthrex representative for an onsite demonstration. 4. Fastak suture anchors only: it is important to stop drilling as soon as the chuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.